Manufacturer narrative:
During the eval of the device at the MFR's service center, the active exhalation control module and power supply were found to be damaged. The damage was consistent with the device being dropped. The device's active exhalation control module and power supply were replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.